Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking from the infusion site (arm). It discovered that the pink slide insert did not move into the viewing window, and the cannula which indicates a failure of the needle mechanism to deploy as intended during activation. When removed the pod's cannula was found bent. As treatment, a manual injection was given.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event. The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. No damage to the environmental seal or bottom housing were found that would indicate the deployment path was inhibited. Data downloaded from the device indicates it ran for 952 pulses, delivered multiple boluses, and maintained a steady basal rate. The device was found to function as intended.